Manufacturer narrative:
The unit was received with no button response due to a corroded keypad. There was no button error alarm. The unit had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer did not recall any significant events leading to the alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.